Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The reported condition was not verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient smelled a burning odor coming from a homechoice device. The patient was connected at the time of the event. This occurred during dwell one of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.